Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer could not successfully insert their sensor, and upon inspecting the device it was noted that the sensor was shorter than usual. The sensor was not returned for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found one of two sensors retracted inside the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Found the second cannula whole with no broken or missing parts.